Manufacturer narrative:
There are no reports of any external trauma or other events that may have contributed to migration of the implanted components. The ipg migrated shortly after implant, thus it is likely that the tissue quality at the implant location was not stable to provide support or that anchoring technique was not sufficient to hold the device while healing. There are no allegations of any system or component failure or malfunction and all original implanted components remain implanted and in use.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerves. On (B)(6) 2025 a nalu representative was notified that the patient was scheduled for a surgical revision of the system due to migration of the ipg beyond the recommended depth to maintain consistent communication. No implanted components were removed or replaced during the procedure. The ipg was repositioned to sit more superficial and parallel to the skin surface to improve communication.